Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the complete lead was received and analyzed. There were cuts noted in the insulation believed to be induced during the explant procedure. The lead was found to be electrically continuous. The clinical observation was unable to be confirmed during laboratory testing.

Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) system exhibited high shock impedance measurements greater than 125 ohms. Subsequently, the patient underwent a revision procedure and the lead was attempted to be repositioned; however, the impedance measurements remained high. The lead was then explanted and successfully replaced.